Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not fully administer a secondary set bag during an infusion of an antibiotic (drug, dose, and care area are unknown). The customer also reported that the infusion rate was usually 100 ml/hr with bag sizes of 100ml and larger when the error occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.